Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-2324bcc/ batch 15294164, was received for investigation. Upon visual inspection, it was noted that only the bio, and o-ring were received on the device for evaluation. Functional testing was not performed due to the damage of the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that during a rotator cuff repair surgery the tip off the device broke during insertion. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.